Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include vomiting, weakness and fatigue. The patient reports their personal diabetes manager (pdm) had not been communicating with their pod due to the batter not holding a charge and had shut off. Once at the hospital the patients pod was removed and the patient was given an insulin drip, intravenous fluids and tylenol. The patient was prescribed both insulin and pens. The patient was still in the hospital at the time of this call but is being released on this day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.